Event description:
Boston scientific received information that, during the change out procedure for this cardiac resynchronization therapy defibrillator (crt-d), the leads were stuck in the header of the device. Technical services (ts) indicated that they need to get all eight set screws as both the right atrial (ra) and right ventricular (rv) lead connections have two on top of the header and one on each side of the header, so they can be missed easily. The field representative indicated he would look into this and contact ts again if there is any issue. Additional information indicated that one of the set screws had not been un-tightened. Once the set screw was loosened, the lead came out of the header.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.